Event description:
On 8/oct/2021, through a clinic survey, fresenius became aware of this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on a fresenius cycler who experienced a serious infection that led the patient to discontinue peritoneal dialysis treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Follow-up with a hemodialysis (hd) rn familiar with this hd patient (formerly on pd) was uncertain of the patient¿s serious infection as this occurred during pd therapy with their previous clinic. The hdrn was uncertain which home therapy clinic the patient was with. Additional multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. Patient demographics, nature and cause of the infection, medical intervention required, and the patient¿s current disposition remain unknown.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: patient demographics, nature and cause of the infection, medical intervention required, and the patient¿s current disposition remain unknown. In the intake, was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection.